Manufacturer narrative:
Manufacturing review:the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection & functional/performance evaluation: the driver was returned to bard medicon for evaluation. The returned driver and system were first tested together, resulting in a successful reproduction of the reported issue, display of error messages. The returned system was tested with an in-house driver and no errors/issues were identified. The returned driver was tested with an in-house enspire system, resulting in a successful reproduction of the reported issue, display of error messages. Therefore, the problem was isolated to be an issue with the returned driver. The system will be captured in separate complaint and service record. It was noted that the returned driver failed to pass all functional tests during the initial evaluation. It was noted that the driver was found to be missing an e-ring on the edac cable and the driver flex cable (circuit containing the sample and vacuum buttons) was found shorted. The returned driver was repaired and able to successfully pass all functional tests. The driver was sent back to the customer after repair. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for the reported intermittent error messages, as the returned driver was found to have a shorted flex cable and missing e-ring. Per the service evaluation, it was identified that the returned driver was the cause of the system displaying two different error messages, began sampling without selecting driver buttons, and changing from sampling mode to marker mode without selection. The issue was isolated and found to be the flex cable was shorted (this is the circuit that contains the sample and vacuum buttons). Labeling review: the current instructions for use (IFU) states: device description: the encor enspire breast biopsy system may be used with encor, encor MRI, and encor 360 drivers, foot pedals, and probes. Indications for use: the encor enspire breast biopsy system is indicated to provide breast tissue samples for diagnostic sampling of breast abnormalities. It is intended to provide breast tissue for histologic examination with partial or complete removal of the imaged abnormality. It is intended to provide breast tissue for histologic examination with partial removal of a palpable abnormality. Warnings: the encor enspire breast biopsy system must be properly grounded to ensure patient safety. The system is supplied with a medical grade power cord with ac plug. To minimize interference with other equipment, cables should be positioned in such a manner to prevent contact with other cables. Use of accessories not compatible with the encor enspire breast biopsy system may create potentially hazardous conditions. Only use encor and encor MRI drivers with script version 1.19 or greater, or encor 360 drivers with script version 1.05 or greater with the encor enspire breast biopsy system. The system is not compatible with earlier driver scripts. The script version is identified on the touch screen display during system initialization. Precautions: this equipment should only be used by a physician trained in its indicated use, limitations, and possible complications of percutaneous needle techniques.

Event description:
It was reported that during preparation for a breast biopsy, the system allegedly displayed two different error messages intermittently. Reportedly, the device began sampling and activating vacuum without selecting the driver buttons. It was further reported that the screen display changed from sampling mode to marker mode without selection. Reportedly, the procedure was performed with another device. There was no reported patient contact.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The serial number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a breast biopsy, the system allegedly displayed two different error messages intermittently. Reportedly, the device began sampling and activating vacuum without selecting the driver buttons. It was further reported that the screen display changed from sampling mode to marker mode without selection. Reportedly, the procedure was performed with another device. There was no reported patient contact.